Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, when the physician tried to insert the balloon into lad, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and the shaft of the device. There was contrast present in the inflation lumen and balloon. There was blood in the inflation lumen and the guidewire lumen. The balloon was loosely folded. At 3mm from the tip moving proximally for a length of 18mm, the balloon has a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, when the physician tried to insert the balloon into lad, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. It was further reported that the balloon ruptured during the first inflation at nominal pressure and the device was simply removed from the patient.

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, when the physician tried to insert the balloon into lad, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. It was further reported that the balloon ruptured during the first inflation at nominal pressure and the device was simply removed from the patient.